Event description:
During a follow-up, high hv lead impedance was observed. Hence, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead exhibited normal electrical characteristics. The outer insulation was damaged due to external abrasion. The positioning of the damage indicates that the abrasion most likely occurred toward the heart value. The inner coil was found over torqued. Normal elix mechanism was observed after cleaning. Dried body fluid prevented full stylet removal. The rv and svc coils were damage in the field, most likely during surgical procedure, and is not a result in deficiency in materials or workmanship.